Event description:
The patient picked up her son, and heard a pop. She typically felt pain relief in her leg. Afterward, she felt stimulation in her rib/chest area and had a loss of therapeutic effect. Movement did not cause stimulation changes. An x-ray confirmed that the lead to be in the original place. The patient was meeting with the surgeon to determine next steps. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.